Manufacturer narrative:
Analysis of the device found that the fiber was broken within the white tubing at 3 feet and 11 inches from the control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. An evaluation conclusion code of cause not established was assigned to this investigation. Event date of the complaint is unknown. Bsc product return date will be considered as event date of the complaint.

Event description:
Analysis of the device found that the fiber was broken within the white tubing. There was no patient outcome information available.

Manufacturer narrative:
Device history record review: a review of the device history record for the reported greenlight moxy fibers confirmed that the device met all material, assembly and performance specifications. Analysis of the device found that the fiber was broken within the white tubing at 3 feet and 11 inches from the control knob, between input connector and control knob. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. An evaluation conclusion code of cause not established was assigned to this investigation. Event date of the complaint is unknown. Bsc product return date will be considered as event date of the complaint.

Event description:
Analysis of the device found that the fiber was broken within the white tubing. There was no patient outcome information available.